Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 (mg/dl). Reportedly, customer stopped wearing pump, preventing any pump troubleshooting on the reported event. Customer administered an injection and exercised to stabilize bg level. Recommendation was made to consult with health care provider for diabetes management.